Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection and the blackout image failure was confirmed. Based on the results of the investigation, the most probable cause of the blackout image is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause for the scope communication b30 error code could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication b30 error code and a blackout image. The issues were found during reprocessing. There were no reports of patient involvement.